Event description:
The customer's family member reported via phone call that the insulin pump had moisture damage around the screen. The customer could see condensation under the screen. The insulin pump had a crack on the upper right hand corner of the display screen before leaving on vacation and now it had moisture damage. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. No moisture damage under lcd screen or electronic assembly noted. The insulin pump was received with cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.